Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: staples of only one line were deployed at the 4th firing. The deployed staples in the middle to the distal end of the cartridge were formed in lumbricoid shape or loosely formed. The cut line was jagged. Another device (ntlc) was used to complete the case.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 4th firing. There was a possibility that the target tissue stuffed with stools. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional device evaluation summary: product complaint device was received for additional engineering analysis. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. The device was fired on all settings (blue, gold, green) on test skin with a new sr75 reload. No malformed staples were observed when fired on the gold and green settings. On the blue setting, malformed staples in the distal 1/3rd of the staple line in the outermost row were noted when fired on test skin. Additionally, the cartridge and anvil channel pair was imaged to quantify the misalignment and noted that the device exhibited misalignment greater than the allowable limit. This condition has the potential to produce malformed staple lines.

Manufacturer narrative:
(B)(4). Batch # r59567. The analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload no loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative/corrected data, updated device evaluation: updated device evaluation: initial analysis: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload no loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional analysis: product complaint device was received in for additional engineering analysis. The device was test fired with sr75 reloads and firings were performed by hand by r&d design engineer. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. The device was fired on all settings (blue, gold, green) on test skin with a new sr75 reload. No malformed staples were observed when fired on the gold and green settings. On the blue setting, malformed staples in the distal 1/3rd of the staple line in the outermost row were noted when fired on test skin. The malformed staples were classified as a class-ii defect per the material specification. Additionally, the cartridge and anvil channel pair was CT scanned to quantify the misalignment between the cartridge channel and the anvil channel. As noted from the scans, 0.0195¿ of misalignment was noted from the scans. The device was then fired on the blue and green staple setting on porcine stomach tissue in order to mimic a realistic device use scenario. Tissue thicknesses for each firing was within the indicated staple height setting selected per the instructions for use. Only class-ii and iii defects were noted in the green and blue settings respectively. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.